Manufacturer narrative:
The customer returned the kit with smart card for investigation. Review of the smart card data identified that the kit was primed with anticoagulant and saline solution without issue. Further review of the smart card data determined that an alarm #7: blood leak? (Centrifuge chamber) occurred after approximately 945 ml of whole blood had been processed and that the ecp treatment was aborted without return of any blood to the patient. Visual inspection of the returned kit verified the reported drive tube leak/break as the drive tube is severed near the upper bearing stop. The drive tube exhibits evidence of rotational wear at the upper bearing stop which may be indicative of an improperly loaded drive tube at the cellex instrument's upper retainer clip. The drive tube also exhibits evidence of damage and twist which can occur if drive tube suddenly stops rotating freely. A material trace of the drive tube used to manufacture lot h311 showed no non-conformances. A device history record review did not result in any related non-conformances. This lot passed all lot release testing. A drive tube leak/break can occur when the drive tube is not rotating freely or improperly loaded into the cellex instrument's bearing retainer clip(s). However, a definitive root cause could not be determined based on the available information. No manufacturing defects were identified through this investigation. No further action is required at this time. This investigation is now complete. Mc (B)(4). (B)(6) 2019.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h311 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h311 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
Customer called to report a drive tube break during a treatment procedure. The customer stated that 945 ml of whole blood was processed at the time the leak occurred. Customer stated the patient was asymptomatic and medical intervention was not required. The customer returned the kit for investigation.